Manufacturer narrative:
H6: a01 removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that it was a motor accident.

Manufacturer narrative:
G2. Foreign: france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that there were recharging and connection issues with an ins. The patient had an accident on (B)(6) 2023. Since this accident, she has been experiencing significant difficulties in recharging the ins. The charge is slow, does not last, and does not reach 100%. The remote control and charger have already been replaced several times, and the ones she is currently using are new. The ins has not been charged for a week, and an attempt to recharge it was made with the new remote control and new charger. At the beginning of the call, the code rm03 appeared. They disconnected and reconnected the charger, then tried to charge the ins. The remote control kept displaying the screen with the numbers representing the connection quality (which was very low, around 15) and the screen indicating that the recharge was trying to start. Then, code 81 appeared on the screen indicating "empty battery. Unable to provide stimulation." Due to the persistence of the problem, they performed a re set of the ins via the tech mode of the intellis remote control. This seems to have helped establish a connection, as after a few minutes, the remote control asked to wait 10 minutes as a connection was trying to establish. After some time, the charge started with an excellent connection. They also discussed that generally, recharging issues are due to the distance between the charger and the ins, and the position of the charger relative to the ins. To facilitate an effective/successful recharge, the ins must be implanted parallel to the skin, not tilted, and at a depth not exceeding 3 cm. If the neurostimulator is too deep, tilted, or not parallel to the skin, the recharge can be ineffective or fail. They cannot rule out that since the accident, the neurostimulator has slightly moved in the pocket, creating a difficulty in recharging and connection. Regarding the coupling and recharging issues, from a troubleshooting perspective, they recommended palpating the implant pocket and performing an x-ray (both an ap view and a lateral view) to check if the ins is placed superficially and parallel to the skin, not tilted, and/or if it is not moving in the pocket. It is up to the doctor to make the final decision and see if a revision is necessary due to the persistence of the problem. The manufacturer representative (rep) also noted that there was no recharge possible an the contributing factors were that the patient had an accident. For diagnostics and troubleshooting the rep noted that actually all is ok. For interventions and actions taken code 81 was noted and that "technician mode ok 30% recharge actually". The issue was resolved at the time of the report. The rep noted that they will obtain information from the healthcare provider (hcp) on 2024-nov-18. The rep noted that for them the ins is in a good place and that the patient thinks the ins is inclined. It was noted that no surgical intervention occurred nor was it planned. The rep reported that the patient's status was "alive with injury" and the details of the injury and patient recovery were listed as "she can't recharge normally the [ins]" after changing the charger/remote. Additional information was received. It was reported that the manufacturer representative (rep) provided the details to complete the file. Recharging problem at the facility. The rep attached photos of recharging / reports. The patient left with a 30% charge. She thinks she's stuck at this level of recharging. She should give the rep some news in the next few days. The patient emailed the rep and the patient had not been able to load beyond 30%. Everything has already been changed. The rep asked what advice they could give the healthcare provider (hcp). Technical services responded that from their point of view and as mentioned yesterday, they advise palpating the implant pocket and performing an x-ray (both an ap view and a lateral view) to check if the ins is placed superficially and parallel to the skin, if it is not tilted and/or if it is not moving within the pocket. If the neurostimulator is not properly placed, the recharge may be ineffective or fail. Based on the information provided so far, the reported recharge difficulties are likely due to a poor or unstable connection between the charger and the battery. Considering also the accident reported by the patient and the patient's comment regarding the battery position, it is highly likely that this recharge instability/difficulty is related to the position/depth of the battery under the skin. Therefore, it cannot be excluded the possibility that since the accident, the neurostimulator has slightly moved within the pocket, creating a difficulty in recharging and connecting. This can only be verified with an x-ray. Subsequently, it is up to the doctor to make the final decision and see if a revision is necessary.

Manufacturer narrative:
Correction: d6a explant date has been entered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: section e facility has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) saw the patient and the recharge was good when asked about the cause of the charging and communication issues. The patient says it is still persisting and cannot recharge more than 30%. The report that the patient was alive- with injury was clarified that it created a burden for the patient because they had to recharge a lot of time. It was reported that the implantable neurostimulator (ins) was changed on (B)(6) 2025 and a new ins was implanted. The follow up was on (B)(6) 2025 and all was good for the patient. It was noted that the ins has not been returned and will not be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the ins was "destroyed by the customer, she did not ask for an analysis." The ins was a little tilted. The manufacturer representative (rep) clarified that what was meant by "actually all is ok" and "technician mode ok 30% recharge actually" was that they charged the ins with the patient until 30% with no problem. With the new ins, all is ok for the patient.